Manufacturer narrative:
Evaluation summary: the implant was not returned for examination, and device traceability information could not be obtained for a manufacturing review. The product explanted is obsolete and no longer sold. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Event description:
The sales representative reported a hip revision surgery involving omni product. The surgery was originally planned to revise the patient's acetabular cup, made by another MFR. During the revision it became necessary to revise the femoral stem, an apex modular stem, manufactured by omnilife science, inc. No information could be obtained regarding the original implantation date, a patient identifier or explanted product model/lot number.